Event description:
Report rec'd from the u.s.a. Stating that the device was generating heat. The device was not being used during surgery. It is unk if there was any injury or medical intervention. There was no add'l info provided.

Manufacturer narrative:
The device was rec'd by depuy synthes. The investigation is still in process. Once the investigation has been completed or if add'l info becomes available, a supplemental report will be sent. Ref: (B)(4).